Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. Although requested, further information was not provided.

Event description:
It was reported from the cardiac ICU that the "pump alarmed: channel error. An error has occurred on channel b. Press confirm to continue operations of unaffected channels. Replace channel with an operational unit as soon as possible code: 240.4150. Htm could not locate bat# 136584 prior to going to patient care area." There was no patient harm. Although requested, further information was not provided.